Manufacturer narrative:
Per the user guide: always twist the tubing connector between the cartridge tubing and the infusion set tubing an extra quarter of a turn to ensure a secure connection. A loose connection can cause insulin to leak, resulting in under delivery of insulin. This can cause high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experience continuous elevated blood glucose (bg 350 mg/dl) and boluses were delivered to address bg. Pump system check was performed with tandem technical support (cts) and the t:lock connection was found to be loose. Customer had not been tightening the connection. Cts advised the customer to tighten the t:lock connection. Customer acknowledged information.